Manufacturer narrative:
As the medical device remains implanted, return not possible. (B)(4). IFU: failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the patient or death.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the proximal part of the trunk ipsilateral leg endoprosthesis was deployed, the physician attempted to deploy the ipsilateral leg on the right side with pushing up the delivery catheter. It was reported that the right internal iliac artery was unintentionally partially covered by the ipsilateral leg. The physician reportedly attempted to resolve the coverage and inserted a non-gore guidewire and catheter into the right internal iliac artery; however, this attempt caused a dissection at the right internal iliac artery, therefore the physician elected to extend the ipsilateral leg into the right external iliac artery. The iliac extender endoprosthesis was implanted for the extension. The final angiography showed a type iii endoleak from the overlap between the ipsilateral leg and the iliac extender endoprosthesis. The physician decided to monitor the patient. The patient tolerated the procedure. It was reported that the right internal iliac artery was covered because the ipsilateral leg was not pushed up enough. It was also reported that the ostium of the internal iliac artery should have been confirmed more carefully.

Manufacturer narrative:
Added g3/g4, h1/h2. Added h6: component code.